Event description:
It was reported that tx stop working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of tx stop working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.

Event description:
It was reported, that transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and no damage. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and failed. A review of the share logs was performed, and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined, to be signal loss, due to the transmitter and app not being able to establish a connection. The reported event of transmitter stopped working occurred is reportable, based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.